Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the black membrane on bottom was cracked, and the keypad worn. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
D9: date returned to mfg 6/10/2024. One device was returned for analysis. Visual inspection showed a damaged downstream occlusion seal and a worn keypad. There was no evidence to review in the device's event history log. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the keypad, downstream sensor and seal, bezel were replaced. A history review identified there was no indication that the complaint was related to a service of the device within the review period.